Event description:
It was reported that the patient received radiation therapy. The lead impedance trends and electrogram data on the non-sustained tachycardia (nst) episodes data in the device was deleted and stated 'no data available'. The device had two power on resets. The device remains implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received radiation therapy. The lead impedance trends and electrogram data on the non-sustained tachycardia (nst) episodes data in the device was deleted and stated 'no data available'. The device had two power on resets. The device remains implanted. No patient complications have been reported as a result of this event. It was further reported that the device reached elective replacement indications prematurely after less than five years of use. The device was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred on (B)(6) 2010 and on (B)(6) 2010. The diagnostic information is consistent with the event. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred on (B)(6) 2010 and on (B)(6) 2010. The diagnostic information is consistent with the event. The device is part of the advisory for this model.